Event description:
The customer reported that during an rf ablation procedure, the pt rec'd a 3rd degree burn at the insertion site. The tumor was on the pt's right abdomen, 3cm deep from the skin surface. The pt is under observation.

Manufacturer narrative:
(B)(4). The return of the incident electrode has been requested. To date, it has not been rec'd for evaluation. If the sample is rec'd, or if additional information pertinent to the incident is obtained, a f/u report will be submitted.